Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that they were getting shocked extremely painfully. A manufacturer representative (rep) told the patient to turn the device off. The patient noted that they had already turned the device off and were still in pain. An appointment was scheduled for the same day with the healthcare professional (hcp) and a rep but the patient never showed up. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient complaining the device was shocking her on (B)(6). They called with same complaint 1 month ago (reported on (B)(6) and was instructed to turn the device off. Patient then failed to show up for her appointment for a representative to check the device and never answered any phone calls. The office once again instructed her to turn her device off and keep it off.